Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on (B)(6) 2024 no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-10604 - device 2 of 2.